Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. In addition, several follow ups were made to the customer to gather additional information, however were unsuccessful, no response was received. If the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
It was reported that the customer called the olympus representative and reported that their patient called the facility stated that they got (B)(6) from an endo procedure. The customer stated that the patient would not give a name or any other information other than they said they got a (B)(6) from an endo procedure. There was no further information provided about the incident.